Manufacturer narrative:
Additional information was received on 10/17/2019. An explant was performed on (B)(6) 2019. When the device was explanted, bilateral prosthesis replacement with 255cc mentor memorygel breast implants was performed. 2. Is other serious- uncheck. 2. Is required intervention- check. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on 10/25/2019. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a rupture and capsular contracture of the breast implant. During evaluation of the sample a crease was observed in the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent breast augmentation revision with 225cc mentor memorygel breast implants experienced bilateral capsular contracture (baker¿s grade unknown) and rupture post procedure. The capsular contracture was stated to have occurred in 2016. Follow up information indicates that the capsular contracture may have resolved since then. There is no information regarding an official medical diagnosis for the capsular contracture. The rupture was confirmed by magnetic resonance imaging and physician diagnosis from an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-18736 for contralateral prosthesis report.